Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Malfunction was verified. Screen on issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.